Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination, however, photos provided for review revealed polywear. No evidence was found of product error as a contributing factor to the abrasive wear and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient revised due to aseptic loosening of the tibial component. Patient was revised to address tibial subsidence. Loosening was noted at the cement to implant interface. Depuy cement was used. The femur, tibia, and poly were revised. Patella stayed.